Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the right femoral artery with a 6fr non-bsc sheath. The 100% stenosed, chronic total occlusion, target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A non-bsc guide catheter and a non-bsc guide wire were used to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for pre-dilatation, however at unspecified inflation at 14 atmospheres, the balloon ruptured. Then it was exchanged to 2.0mmx20mm coyote es balloon catheter and additional dilatation was performed with a sized-up non-bsc balloon catheter. The procedure was completed with an implant of a non-bsc stent and post-dilation with the non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR:the coyote es catheter was received inside a coyote es product pouch and shelf box. The batch number on the label of the returned product pouch and shelf box matched the batch number on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the right femoral artery with a 6fr non-bsc sheath. The 100% stenosed, chronic total occlusion, target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A non-bsc guide catheter and a non-bsc guide wire were used to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for pre-dilatation, however at unspecified inflation at 14 atmospheres, the balloon ruptured. Then it was exchanged to 2.0mmx20mm coyote es balloon catheter and additional dilatation was performed with a sized-up non-bsc balloon catheter. The procedure was completed with an implant of a non-bsc stent and post-dilation with the non-bsc balloon catheter. No patient complications were reported and the patient's status was good.